Event description:
The customer was admitted in the hosp for few hours for high bgs and ketones. The medical staff did not checked the site nor performs troubleshooting. The customer has been fine since then. Also the customer stated that the infusion set insertion is painful.